Event description:
Additional information received. The explanted lead has been discarded. No other relevant information has been received to date.

Event description:
Session report received from the surgery reporting high impedance. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.

Event description:
A return product form was received which reported that the patient underwent a battery replacement due to low output current and troubleshooting was unsuccessful. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Additional information received. Implant card was later received, the content noted that a new lead was implanted meaning that the suspected lead was explanted. During the battery replacement. No other relevant information has been received to date.